Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred that caused an unintended change in device settings. The settings were not corrected at the time of the event as the device was interrogated on (B)(6) 2004 at settings indicative of a interrupted test. No adverse events have been reported as a result of this. The date of the interrupted test is unknown.

Manufacturer narrative:
Analysis of programming history.